Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that it took a little longer to charge the ins the day before this report. It usually takes the patient an hour and a half, but it took about two hours. The patient did not increase stimulation or have any changes in settings recently. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the cause of the patient needing to recharge longer than usual was unknown. The hcp also reported that they recommended to the patient that they charge twice weekly rather than once. No patient symptoms were reported. No further patient complications have been reported as a result of this event.